Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: multiple cases of low oxygen alarms and one records instance of it occurring shortly after a calibration of the oxygen sensor. Summary: low oxygen alarm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. Multiple cases of low oxygen alarms and one records instance of it occurring shortly after a calibration of the oxygen sensor during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The error could not be duplicated. After the software was upgraded to version 1.2.3 and all of the tests in service software was successfully performed the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: multiple cases of low oxygen alarms and one records instance of it occurring shortly after a calibration of the oxygen sensor. Summary: low oxygen alarm.